Event description:
Pt. In for testing. She has very fair skin. Advised nurses to use "paper electrodes", but they used the cleartrace ECG instead. She had a severe reaction on each site, itches/burns alternately, red like a diaper rash.

Manufacturer narrative:
Preliminary report by pt stated, she is very fair skin and had advised nurses to use "paper electrodes", they used cleartrace product instead. She had a reaction to each site and was seeking further medical treatment. We are in process of obtaining additional info from pt.